Manufacturer narrative:
A photo was provide for review. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently under way. (Expiration date: 02/2021).

Event description:
It was reported that approximately thirty-eight days post dialysis catheter implant, the hub was allegedly cracked, resulting in leakage of blood during dialysis treatment. It was further reported the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and issue to date. A device history record (DHR) review is not required. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: a physical sample was not returned for evaluation however a photo sample was received and evaluated. The photograph shows one glidepath long-term hemodialysis catheter. Blood and fluid residue was noted throughout catheter. Sutures were noted. Both clamps engaged. There appears to be a crack on hub. The photo review confirms the alleged cracked dialysis hub issue. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Additional MFR narrative: device identification (expiration date: 02/2021), premarket identification. (Results, conclusion).

Event description:
It was reported that approximately thirty-eight days post dialysis catheter implant, the hub was allegedly cracked, resulting in leakage of blood during dialysis treatment. It was further reported the catheter was removed and replaced. There was no reported patient injury.